Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No qualification and sterilization records were reviewed because no product lot number was reported.

Event description:
The patient reported after wearing the pod on her leg she woke up with a sore leg and by lunch time her leg was swollen so she decided to remove the pod. The pod was worn for 48 hours and it was discarded. She went to see her doctor who confirmed that she had an infection that will require surgery on (B)(6) 2014. The surgery was performed and a 2 inch by 2 inch section of her leg had to be removed. They packed the wound with gauzes and the swelling subsided. The surgeon believed the infection was methicillin-resistant (B)(6).